Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the driver did not fully engage the implant, and disengaged from the implant. Doctor reported that there was no patient involvement.